Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was intubated for the procedure. During deployment of the 27mm watchman flx pro closure device and delivery system (wds), a small amount of air was visualized in the right coronary arteries. St segment elevation and hypotension was observed. The procedure was paused for five (5) minutes. Fluid resuscitation was provided. After five minutes the st segment elevation and vital pains self-resolved. The procedure proceeded with successful implant of the 27mm watchman flx pro closure device. The patient was discharged home the same day of the index procedure. The physician suspected the air embolism may have been caused by the patient breathing over the ventilator and an existing low left atrial pressure.